Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Moisture damage was also found on the motor and force sensor during visual inspection. The pump was also received with the case cracked behind the pump near the battery compartment and cracked battery tube threads.

Event description:
Information received by medtronic indicated that the cracked on the battery compartment. Customer stated that reservoir able to lock in place when insert into pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.